Manufacturer narrative:
Additional information provided in h10. Clinical review: a temporal relationship exists between cvvhd utilizing the ultraflux av 1000, and the serious adverse event of a blood leak resulting in blood loss (ebl = not provided) which required multiple blood transfusions (exact number not provided). Causality was attributed to an internal membrane leak during treatment, causing the loss of the extracorporeal blood volume. Additionally, the rn reported the serious adverse events exposed the patient to a greater risk for infection, as well as an unspecified loss of time. The potential risk for a membrane leak during cvvhd is identified in the instructions for use. The risk of blood loss as a result of damaged systems should be noted. It should be noted that additional clinical follow-up was unsuccessful, thus preventing a more comprehensive investigation. Based on the totality of the information available, the ultraflux av 1000 cannot be excluded from having a possible causal or contributory role in the patient¿s membrane leak and blood loss event. Without hospital records, treatment records, or a sample for manufacturer evaluation, this clinical investigation cannot disassociate the ultraflux av1000 from the serious adverse events.

Event description:
On 13/sep/2023, fresenius became aware this unknown patient with renal failure (rf) on continuous venovenus hemodiafiltration (cvvhd) utilizing a multifiltrate pro with an ultraflux av 1000 for renal replacement therapy (rrt) required 4 circuit changes within a 48-hour due to the ¿filter blowing very fast¿ (specifics not provided). Per the documentation provided, it was impossible to return the patient¿s extracorporeal blood volume, thus creating the need for multiple transfusions of blood products. The reporting clinician also stated the loss of multiple circuits fostered an increased risk for infection and an unspecified loss of time. No additional information was obtained; therefore, this file was processed with the limited data available.

Manufacturer narrative:
Clinical review: a temporal relationship exists between cvvhd utilizing the ultraflux av 1000, and the serious adverse event of blood loss (ebl = not provided) which required multiple blood transfusions (exact number not provided). Causality was attributed to the circuit blowing very fast (specifics not provided), causing the loss of the extracorporeal blood volume. Additionally, the rn reported the serious adverse events exposed the patient to a greater risk for infection, as well as an unspecified loss of time. The risk of clotting and/or blood loss during cvvhd is identified in the instructions for use and can be reasonably attributed to a variety of causes such as electrolyte imbalances, insufficient anticoagulation, covid, and/or heparin induced thrombocytopenia. It should be noted that additional clinical follow-up was unsuccessful, thus preventing a more comprehensive investigation. Based on the totality of the information available, the ultraflux av 1000 cannot be excluded from having a possible causal or contributory role in the patient¿s blood loss event. Without hospital records, treatment records, or a sample for manufacturer evaluation, this clinical investigation cannot disassociate the ultraflux av1000 from the serious adverse event.

Event description:
On 13/sep/2023, fresenius became aware this unknown patient with renal failure (rf) on continuous venovenus hemodiafiltration (cvvhd) utilizing a multifiltrate pro with an ultraflux av 1000 for renal replacement therapy (rrt) required 4 circuit changes within a 48-hour due to the ¿filter blowing very fast¿ (specifics not provided). Per the documentation provided, it was impossible to return the patient¿s extracorporeal blood volume, thus creating the need for multiple transfusions of blood products. The reporting clinician also stated the loss of multiple circuits fostered an increased risk for infection and an unspecified loss of time. No additional information was obtained; therefore, this file was processed with the limited data available.

Manufacturer narrative:
Investigation: the reported event is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The sample is not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserved samples are available. Therefore, the retention sample analysis is not done. Although dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Device history record (DHR) review noted that products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during review. Complaint history review revealed 2 other complaints regarding this batch.

Event description:
On (B)(6) 2023, fresenius became aware this unknown patient with renal failure (rf) on continuous venovenus hemodiafiltration (cvvhd) utilizing a multifiltrate pro with an ultraflux av 1000 for renal replacement therapy (rrt) required 4 circuit changes within a 48-hour due to the ¿filter blowing very fast¿ (specifics not provided). Per the documentation provided, it was impossible to return the patient¿s extracorporeal blood volume, thus creating the need for multiple transfusions of blood products. The reporting clinician also stated the loss of multiple circuits fostered an increased risk for infection and an unspecified loss of time. No additional information was obtained; therefore, this file was processed with the limited data available.

Manufacturer narrative:
The plant and clinical investigations are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
It was reported to fresenius that the ultraflux dialyzer was changed four times during a patient's continuous renal replacement therapy (crrt) because the "filter blows very fast." The patient's blood could not be returned. The patient's estimated blood loss (ebl) was not provided. Transfusions were required in response to the blood loss. The machine was changed but did not change the issue. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.